Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2014. The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal unspecified antibiotics. The cause of the peritonitis was reported by the patient as due to ¿the water in her town that she used to wash her hands with¿; however, this could not be medically confirmed. The cause of this peritonitis event remains unknown. Dianeal therapies were ongoing. It was reported the patient was not hospitalized for the event. On an unreported date the patient was retrained on aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.